Event description:
The rptr was told that upon responding to the monitor alarm, the child was noted to have vomited and was limp, pale, dusky and unresponsive. CPR was started and 911 was called. The child was transported to the hosp but resuscitation was unsuccessful.